Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported issue could not be duplicated. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not display a fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.